Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep resulting in severe paravalvular leak (pvl). Sixteen days later a second valve was implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.